Event description:
Healthcare professional reported a "left side capsular contracture, baker grade IV." Device remains implanted.

Manufacturer narrative:
Initial reporter name and address : email- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, a "left side capsular contracture, baker grade IV". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases are observed. No further actions are required, as the device was implanted.